Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia with blood glucose value of 492 mg/dl. Customer other relevant blood glucose values were 270mg/dl, 80 mg/dl, 203mg/dl, 301mg/dl and 315mg/dl. Customer stated that after treating with the insulin pump she still had high blood glucose value. The customer stated that the symptoms related to high blood glucose such as nausea. Customer had not been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they run functional and self test on the insulin pump and it passed them both. The insulin pump will not be returned for analysis.